Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Device not returned.

Event description:
It was reported that the customer had inadvertently over-rode a bolus and delivered approximately a 4 unit bolus. The blood glucose (bg) dropped to 84 mg/dl (lowest level) and the customer consumed carbohydrates to address the bg level. The customer went to the emergency room (ER) and was observed for low bg level. The customer received no treatment and left the ER in stable condition with a bg of 170 mg/dl.